Event description:
The customer reported via phone call that they were attempting to bolus when the insulin pump died. The customer's blood glucose was 154 mg/dl. The customer was unable to get the screen to return. While troubleshooting, the customer stated that the battery cap had been wearing out and that they were unable to undo the battery cap. The customer further stated that there was a crack at the place the battery cap screwed in. The customer was unaware of how the damage occurred. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to severely corroded battery tube and battery cap contacts noted. The insulin pump was unable to perform displacement test, operating currents measurement and off no power test due to blank display. Slightly stripped battery cap and cracked battery tube threads noted. The insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube and broken belt clip slot.